Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 1995 and revised in 2009, due to the ceramic head wearing through liner and shattering from continuous contact with metal cup.